Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that  they got a message yesterday (2024-jun-25) that said "internal device has lost all data". They stated they thought it was because they "pressed a button" when they "should've adjusted it." The meaning of the message was reviewed with the patient and went over how it could have been either that their ins had reached end of life and was at power on reset (por) because of that or that it could be due to the patient having gone through a large electromagnetic field and the por resulted from that. They stated they had a surgery on their hip for their bladder (confirmed unrelated) on 2024-apr-12 and they hadn't turned the therapy off for that procedure. They confirmed they hadn't checked their device since their surgery. The patient reported that they hadn't checked their device in a while, but the last time they had been able to connect was in 2024, just prior to their recent surgery.  Reviewed compatibility considerations for a surgical procedure with the patient. Patient stated they hadn't known to turn the ins off. The patient stated that they felt that it was working though because the last couple of days they had been feeling the stimulation, but it was acting weird and felt stronger and they went to connect and they should have decreased, but when they connected they pressed another button and got the por screen. They also stated they didn't have their yearly follow up with their health care provider (hcp) this year because the hcp had told them if the therapy was working ok there was no need for the patient to go see them but told the patient that their ins could be nearing end of life soon because they were at 5 years. The hcp told the patient to call if they had an issue to schedule an appointment. Reviewed stim longevity considerations with the patient and redirected the patient to follow up with their hcp to check the implanted system so the cause of the por could be determined.

Manufacturer narrative:
Date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.